Event description:
It was reported that patient experienced high blood glucose on (B)(6) 2026 and was treated with corrective bolus.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6) name: medtronic minimed. Street: 18000 devonshire street. City; northridge. State: ca. Zip code: 91325. Country: united states. Based on the available information, this event is deemed to be a reportable serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress . To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.